Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that during implant procedure this lead was inserted into the right atrial (ra) and it was confirmed that the lead was not fixed even it was screwed in. Moreover, when the lead was removed from the body it was noted that the lead screw was crushed. Hence, the physician opted to use another lead. No adverse patient effects were reported.